Manufacturer narrative:
The thermogard console (sn (B)(6) involved in the reported complaint will not be returned for evaluation because the hospital technician cleaned and dried the bottom of the air trap holder, including the circuit boards and sensors. The thermogard console passed the functional test without any errors and worked as intended. Therefore, the service was not required to be performed by zoll. The thermogard console was determined to be functional and was returned to clinical use. Therefore, the service was not required to be performed by zoll.

Event description:
On (B)(6) 2025, at approximately 10:30 am, hypothermia treatment was initiated using the thermogard console (sn (B)(6)). Around 4:30 pm, the ICU nurse observed an "air trap" alarm on the console display. Despite multiple reboots, the fault persisted. After 3-4 reboot attempts, the error code mid:09 (air trap assembly) appeared. Upon examination, it was noted that approximately 150cc had been depleted from the 500cc saline bag. Additionally, water was observed at the bottom of the air trap chamber, the water tray of the console was full, and water had leaked onto the floor, indicating a clear leak from the start-up kit (suk) (lot# 209903) air trap. The suk was replaced with a new unit; however, the console continued to display the mid:09 error. Subsequently, the console was replaced to continue the therapy. No consequences or impacts on the patient.